Event description:
During a call for technical assistance, a customer reported a potential overfill situation. A customer contacted baxter's technical service center regarding a caution negative ultrafiltration (uf) alarm that appeared on the homechoice display during drain 3/5. The technical service rep (tsr) reset the alarm. Home pt changed positions and checked that the clamps were open. No fibrin was noted. The drain line was clear. There were no kinks. The fill volume was 2l. Home pt pulled the lines down from the cassette door and straightened the lines. The drain volume was 3380ml and home pt began cramping. Tsr assisted the home pt to bypass to fill 4/5 to resume therapy. Home pt was filling at a normal rate. No pt injury or medical intervention was reported. No further info could be obtained regarding this event.